Event description:
This report addresses the use error- patient reused supplies. During trouble shooting, the care giver(cg) stated that she did not reload a set and used the same one. The baxter technical representative (tsr) advised the cg to start over with all new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4) and 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). Additional information received: 510k number updated. This complaint for a use error - reuse of single-use product was confirmed. As per the complaint, the care giver(cg) stated that they reused the same supplies. The cause for use error was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.